Event description:
During an internal investigation on retention samples, hemocue glucose 201 microcuvettes showed results outside specification. No pt is involved and no info from the field concerning this batch has been received that indicates similar problems.